Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging his onetouch ultra 2 meter was not powering on. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the issue occurred on the same day he contacted lfs for assistance. The patient reportedly manages his diabetes with insulin (unknown type) and denied making any changes to his usual management routine. He claimed that at an unknown time after the issue occurred, he developed symptoms of ¿headache and blurred vision¿ but despite his symptoms, he denied receiving any treatment. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The patient replaced the battery but despite this, the meter still did not power on. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.